Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave catheter was selected for use, the guidewire lumen was difficult to flush. The procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.